Event description:
It was reported that during right pcoma wide-necked aneurysm. When deploying the subject stent, only 1/2 of the subject stent could be deployed and the rest was not able to be pushed out from microcatheter to deploy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned in a deployed state. The sdw (stent delivery wire) was found to be intact. The stent introducer sheath distal tip was found to be intact. A functional inspection cannot be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code could not be confirmed during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'placed the microcatheter to distal of lesion and then prepared to deploy a subject stent. When deploying the stent, only 1/2 of the stent could be deployed and the rest was not able to be pushed out from microcatheter to deploy. Replaced it with another stent in another lot to go through the same microcatheter to finish the procedure'. The stent was returned for analysis in a deployed condition. The deployed stent was damaged/deformed at both the proximal (closed cell) end and at the distal (open cell) end. The stent delivery wire was also returned and was undamaged as was the introducer sheath. It is not clear from the event description what happened to prevent the stent from being fully deployed. It is most likely that due to an unknown procedural factors, the user experienced resistance while advancing the stent through the distal opening of the microcatheter. The as reported code 'stent partial deployment' as well as the as analyzed code 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right pcoma wide-necked aneurysm. When deploying the subject stent, only 1/2 of the subject stent could be deployed and the rest was not able to be pushed out from microcatheter to deploy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.